Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the package did not peel cleanly rendering the device unsterile. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Tyvek lid was visually examined and tyvek delamination was confirmed. Tyvek was difficult to open and stuck to the blister when package was opened due to tyvek delamination (separation of tyvek layers). Tyvek delamination makes it difficult to remove the device from the package using sterile technique. The package blister exhibited no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. The batch record was reviewed and no anomalies were noted during the manufacturing process.